Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 5.0mm/135cm/2.0cm peripheral cutting balloon was selected for use. During procedure, upon pre-dilatation, the balloon ruptured immediately after pressure was started to apply at 2 atmospheres for 2 seconds. Consequently, the device became unusable and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm distal of the proximal markerband and extending approximately 6mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 5.0mm/135cm/2.0cm peripheral cutting balloon was selected for use. During procedure, upon pre-dilatation, the balloon ruptured immediately after pressure was started to apply at 2 atmospheres for 2 seconds. Consequently, the device became unusable and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the paitent is good.